Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation of the evaluated devices found they are not in their original packaging. The insertion devices were returned with the anchors and suture strings in place. The anchors are fractured just below the proximal end of the suture window. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an elbow joint surgery, the anchor of two (2) twinfix ultra broke when screwed in the insertion site. Surgery was completed with a back-up device instead. There was a delay greater than 30 minutes, and no further complications were reported.